Event description:
Baxter affiliate reports 20 incidents of blood leaks dating as far back as 2001 due to inadequate connection between the dialyzer and the bloodlines. Treatments were completed without incident. No patient injuries or medical interventions reported.